Event description:
Pt with severe coronary artery disease had bypass graft (CABG) x5 on 12/14/94. Bilateral chest tubes placed at the time. During removal of left tube a snapping sensation was felt by the physician. Left chest tube removed and noted to be 8" shorter than the right tube. Pt is in no distress. Vital signs stable. Pt taken to surgery for chest tube removal. Found severe sharp dystrophic calcification. It appears that the calcification sheared off the chest tube. Tube was not entrapped by suture or wire. Chest tube without incident.